Event description:
A healthcare professional reported via study that following an intraocular lens (iol) implant procedure, patient had posterior capsular opacification (pco). Patient had surgical intervention to remove pco and was doing well. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).